Event description:
Pt was found on remote check to have ICD gen malfunction with low impedances, complete battery depletion and no high energy therapies. He has a history of vt requiring ICD therapy, vt ablation and antiarrhythmic drugs. He was emergently admitted to vbm for generator change.